Event description:
A hospital in illinois reported to our distributor that they found it impossible to connect the electrical adaptor to the rt210 adult breathing circuit due to a bent prong. No patient consequence was reported.

Manufacturer narrative:
We are awaiting the return of the complaint device in order to complete our investigation.